Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 47 mg/dl. The customer stated that insulin pump was delivering four units of insulin every evening at same time for a week leading to low blood glucose. The customer reported that they treated the low blood glucose with the food. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode. The customer did the troubleshoot and reservoir was showing less insulin than showed in status. The pump will be returned for analysis.